Event description:
It was reported that the patient experienced multiple connector failures from lot 6013993 in which insulin did not flow through, prompting a request for replacement connectors; troubleshooting and education were completed, and no device alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies provided. Investigation included customer troubleshooting and education. Investigation of this case revealed product performance issues consistent with connector malfunction leading to interrupted insulin delivery, with the affected component identified as the connector. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to confirm a specific component defect or user-related factor.